Event description:
The patient reportedly experienced loss of sound and loss of lock with internal device. Programming changes were made, and external equipment has been exchanged. The issue was not resolved. Device revision surgery will be scheduled.